Manufacturer narrative:
Date of event: unknown. Brand name. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in was involved with a patient experiencing infection. The following information was provided by the initial reporter: the cardiology department said they have had an unusual frequency of lymphangitis for 15 days-3 weeks with around 30 patients. There have been no changes in practices and the incidents are not linked to team turnover. There were no medical interventions.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of the provided potential batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that at least one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in was involved with a patient experiencing infection. The following information was provided by the initial reporter: the cardiology department said they have had an unusual frequency of lymphangitis for 15 days-3 weeks with around 30 patients. There have been no changes in practices and the incidents are not linked to team turnover. There were no medical interventions.